Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window. Unable to performed functional test due to blank display anomaly.

Event description:
Customer is calling because his pump not accepting the new batteries after. The new batteries were not lasting more than a week and after receiving a new battery cap, the pump is not even turning on. At the time of the incident, customer reports that their bgs were 32 on 5/2. The current bgs on 5/4 are 438 for the customer, which he has treated with juice, crackers, peanut butter and milk. Patient is also experiencing low batt alarms. Customer has not been admitted to the hospital, nor was ems dispatched as a result of the high bgs. The drive support cap appears normal but pump will still be replaced.